Event description:
The physician tried to remove the turbohawk and noticed that the spiderfx pulled back with it. At that point, he tried to untangle the spiderfx wire from the turbohawk, but was unable to do so. The physician tried pulling both the turbohawk and the spider together through the sheath, but the spider wire tore through the wire lumen on the turbohawk. The physician was eventually able to pull the turbohawk out on its own, and then placed a catheter over the spiderfx and pulled it out. At the end the case, the physician removed the sheath out and there was an observable defect at the end of the sheath. No injury to the patient reported. Please reference MDR 2183870-2015-00145 for the spiderfx reported in this case.

Manufacturer narrative:
Patient information received.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Three images from the procedure were received. Evaluation of those images found the distal end of the turbohawk exhibits: guidewire lumen damage, hinge pin damage, compressional and longitudinal damage. (B)(4).